Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 5 production lot in-house retention samples from each lot affected were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 2.67mg ¿ 4.84mg for catalog 367841. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: 2ml k2edta blood collection tubes were clotted.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014077. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-01-14. Medical device lot #: 1040927. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-02-09. Medical device lot #: 1167580. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-06-16. Medical device lot #: 1228046. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. Medical device lot #: 1014077. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-01-14. Medical device lot #: 1040927. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-02-09. Medical device lot #: 1167580. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-06-16. Medical device lot #: 1228046. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: 2ml k2edta blood collection tubes were clotted.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014077. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-01-14. Medical device lot #: 1040927. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-02-09. Medical device lot #: 1167580. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-06-16. Medical device lot #: 1228046. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. Medical device lot #: 1014077. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-01-14. Medical device lot #: 1040927. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-02-09. Medical device lot #: 1167580. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-06-16. Medical device lot #: 1228046. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: 2ml k2edta blood collection tubes were clotted.